Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that the patient with this device has received multiple inappropriate shocks (ias) with device programming in the primary vector. Additionally, low r-waves were also observed with notable baseline drifting. The first ias was recorded while the patient was sleeping. The physician reported the patient is primarily a left sided sleeper. The patient later attended an in clinic evaluation, to include manipulation testing. Data obtained was sent for a technical services (ts) evaluation. The ts evaluation confirmed that since implant approximately one year prior, two treated and two untreated episodes had been recorded. All four episodes were recorded recently and caused by a sudden loss of cardiac signal in combination with non-physiologic artifact and baseline shifting. Ts provided feedback on historical root causes and recommended further evaluation of the patient and system. The system has been reprogrammed to the secondary vector and to date, remains implanted and in service with no surgical intervention taken.